Event description:
This rv lead was implanted on (B)(6) 2014 and remains implanted at this time. A call to technical services placed on (B)(6) 2014 stated that this lead had history of noise. The physician was dr. (B)(6) at (B)(6) heart and vascular in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).